Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had pain in their lower left leg to their big toe. Nursing staff gave medications to help and were unsuccessful. Patient admitted to the hospital for observation and CT scan. Scs trial system was left off until (B)(6) when rep mapped and programmed system. Leads mapped consistent with intraoperative testing and instructions were given on the operation of remote and trial. The hcp removed the left lead (B)(6) in the evening prior to CT scan. The cause was not determined and the issue is ongoing. The rep will report additional information that becomes available. On 2024-mar-13 additional information was received from the rep. The rep reported they do not have access to the serial numbers. The leads were removed at the hospital and discarded prior to an MRI that was negative. Patient (pt) also had a CT scan that was negative. Patient had a neurosurgical consult that did not show any issue with the procedure, trauma, lead placement. Hospital staff told the rep they were getting psych involved. Patients left lower leg was sensitive to touch to the point they would scream. Patient was sleeping and the hospital staff was examining their leg, palpating and there was no reaction. When pt woke up, and they touched their leg and pt would scream. The patient was also showing discoloration on left foot and touching and pressing on the area pt was trying to show the area. When the provider touched the same area , pt screamed. The patient was the only person who could see the discoloration. The whole area was normal skin tone. It was also noted by the provider there is no correlation between the dermatome involved and where the procedure site and leads were placed.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device; product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 21-dec-2027, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 20-nov-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.